Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a gambro cartridge dn prime line was externally leaking from the top of the cartridge set. It was not specified when in the process step this issue occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 and h10. The actual device of the sample was received for evaluation. Visual inspection with the naked eye identified a rupture between the heparin line and the cartridge. The reported condition was verified. The likely cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.